Manufacturer narrative:
Concomitant medical products: 457453 lead, 1258t86 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited an increase in impedances to high levels. The lead remains in use. No patient complications have been reported as a result of this event.